Manufacturer narrative:
H.6. Eval code conclusion (fdc/annex d). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to implant the implantable pulse generator (ipg) was unable to be interrogated and telemetry could not be established. The implantable pulse generator was opened/not used. No patient complications have been reported as a result of this event. It was further reported that the mobile programmer successfully established telemetry with the ipg during implant preparation. It was noted that when upon returning to the application, after stepping away to obtain patient documentation required to enter patient information, the application was no longer accepted programming input and appeared to be unresponsive. Attempts to reestablish telemetry were unsuccessful. Troubleshooting steps were taken to include ending the session and attempting to reinterrogate the device; however, reinterrogation could not be completed at that time. Application version: 4.5.2.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Host tablet os version:26.1